Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units and remained static at 220 units for a couple of days. In addition, it was reported that the customer uses humalin-r (u-500) insulin in the cartridge. Customer was reminded that u-500 was not indicated for use with tandem products. The customer changed the infusion set, tubing, and cartridge and performed a new load process. The customer's blood glucose level was 270 mg/dl, which was addressed with a correction bolus.